Event description:
During a novasure endometrial ablation on a uterine cavity that measured 11cm in length and was anteverted, the physician received an unsuccessful integrity (cia) test. A hysteroscopy was attempted but there was no distension. The physician then did a laparoscopy and viewed a "hole about 5mm in diameter at the midline of the fundal region. There was no bowel involvement observed." The patient was admitted to the hospital for overnight observation. On (B)(6) 2012, it was reported the patient did not require treatment and was discharged home the next day ((B)(6) 2012) on prophylactic antibiotics. Additionally, it was reported "the patient is doing fine". A hysteroscopy, curettage, and sounding (not hologic device) were performed prior to the attempted ablation. It is not know when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: the efficacy of the novasure system has not been fully evaluated in patients with a uterine sound measurement greater than 10 cm. (B)(4).